Event description:
Trocar suture anchor broke off.this is a ongoing issue--possibly a moulding defect.======================manufacturer response for stryker re-processed trocar, (brand not provided) (per site reporter).======================rep took product.